Event description:
The customer obtained positive vitros trop I es results on a pt believed to be negative for trop I. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The pt was treated based on the positive result, however, there was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unk. It is likely that cellular debris was present in the original sample that was no longer present when the sample was repeated; however, this could not be confirmed.